Event description:
It was reported that fourteen years after implant, the valve was explanted due to pannus ingrowth restricting one of the leaflets. It was replaced with a 29 mm sjm biocor valve and simultaneously her aortic valve was replaced with a 19 mm sjm biocor valve. The patient was reported to be doing well.